Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving morphine at an unknown dose a nd concentration via an implantable infusion pump for an unknown indication for use. The patient reported that there was a larger than expected residual volume at a refill, but the patient had refused a dye study and was looking for a new healthcare professional (hcp). The patient was provided with new hcp's to consider. The patient's current doctor tried to schedule a dye study, but the patient had refused. It was reported that the issue was not resolved at the time of the report. The patient told the rep that this was "partially their (the rep's) fault." The patient also stated that they smoke marijuana and that unless they get "comfort," from somewhere they will drive down to (B)(6) and but whatever they need off the black market. It was reported that the patient's status at the time of the report was not to be "alive-no injury." No further complications were anticipated/reported.